Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an right atrial (ra) lead fracture was alleged. The date of the device was checked and out of range pace impedance measurements were also noted. The device as reprogrammed from bipolar to unipolar configuration. No adverse patient effects were reported.